Event description:
It was reported that a patient experienced a leak at the connector of a supply bag during peritoneal dialysis therapy. The patient ended the therapy for the night because they did not need to perform therapy every day. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.